Event description:
It was reported by the customer that a bd pyxis anesthesia es system was down during a surgery, prompting an inquiry regarding the issue. The customer stated that the device displayed a black screen and required powering off and on again to restore functionality. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to(B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was down during surgery, prompted an inquiry request. A technical support specialist found that the system had rebooted without a proper shutdown, unresponsive, experienced crash, or encountered an unexpected power loss, made multiple attempts to contact the customer to address the issue and received no response. The case was closed after multiple attempts with no response.

Event description:
It was reported by the customer that a pyxis anesthesia es system was down during a surgery, prompting an inquiry regarding the issue. The customer stated that the device displayed a black screen and required powering off and on again to restore functionality. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station event indicated an unexpected loss of power. The system rebooted without a proper shutdown. This issue may have occurred due to the system becoming unresponsive, experiencing a crash, or encountering an unexpected power loss. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended.